Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 170-180 mg/dl and the bg was addressed using the pump. The cause of the past occlusions could not be determined. A system check using the current supplies on the pump found the occlusion to be within the infusion set tubing. Reportedly, the customer had used the humalog insulin in the cartridge for 3-4 days. The contact indicated that the current supplies would be changed and the cartridges would be changed more frequently.